Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found insulation abrasions.

Event description:
It was reported that the rv lead was capped in 2010 due to insulation anomaly. Later, lead was explanted.